Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. The electrode was also explanted and replaced, as the placement was suboptimal. The patient had received multiple inappropriate shocks over the time the s-ICD system was implanted, due to diminished r-wave amplitudes and oversensing of myopotential noise. The smart pass feature had deactivated due to the small amplitudes. Therefore, a new s-ICD system was implanted with better placement of the electrode. Defibrillation threshold (dft) testing was performed successfully, with normal a shock impedance measurement and improved r-wave amplitudes. Automatic set-up was performed and the primary vector was chosen. No additional adverse patient effects were reported due to the inappropriate shock therapy or the replacement procedure. The explanted products were expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. The electrode was also explanted and replaced, as the placement was suboptimal. The patient had received multiple inappropriate shocks over the time the s-ICD system was implanted, due to diminished r-wave amplitudes and oversensing of myopotential noise. The smart pass feature had deactivated due to the small amplitudes. Therefore, a new s-ICD system was implanted with better placement of the electrode. Defibrillation threshold (dft) testing was performed successfully, with normal a shock impedance measurement and improved r-wave amplitudes. Automatic set-up was performed and the primary vector was chosen. No additional adverse patient effects were reported due to the inappropriate shock therapy or the replacement procedure. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.